Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42452ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 42452ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 42452ud00 was identified.

Manufacturer narrative:
Patient identifier: sids = (B)(6), (B)(6). This report is being filed on an international product, architect stat high sensitive troponin-I, list number 3p25-27, that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. A new blood draw was performed on the patient that generated lower result. The initial sample was then repeated, and the result was also lower. The following data was provided: sid (B)(6) initial result = 125.7 pg/ml, repeat result = 0.9 pg/ml. Sid (B)(6) new draw result = 0.8 pg/ml, repeat result = 0.9 pg/ml. The customer did not provide reference range for troponin-I. The package insert cutoff for troponin is 26.2 pg/ml. No impact to patient management was reported.